Manufacturer narrative:
Block e1: initial reporter state: (B)(6). Block h6: device code a040501 captures the reportable event of stent calcified. Block h10: the returned contour stent was analyzed, and a visual evaluation noted that calcification residue was found along the device. A functional evaluation noted that it was difficult for a mandrel to pass through the stent due to the partial calcification occlusion. The suture string was not returned with the device. No other issues with the device were noted. The reported event was confirmed. Analysis of the returned device revealed the device was calcified all along the device. The device was partially occluded due to calcification in the stent and a 0.035 inch mandrel could not pass through. Calcification is a known problem listed in the instruction for use, IFU. Review and analysis of all available information indicated that the root cause is known inherent risk of device since the reported event is known and documented in the labeling (including both short or long term known complications or adverse reactions). A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a lithotripsy procedure in the kidney. The implant date was reported to be near (B)(6) 2020. It was reported that stent was implanted approximately for one month. According to the complainant, on (B)(6) 2020, during routine follow-up ,it was noticed that the ureteral stent was full of stones and the physician removed it with forceps. It was reported that the stent was still able to drain even encrusted and that the patient underwent regular checkups with the implanted stent. The encrusted stent noticed during a regular checkup and was removed earlier than scheduled. The calcified stent was successfully removed from the patient and no new stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a contour ureteral stent was used during a lithotripsy procedure in the kidney. The implant date was reported to be near (B)(6) 2020. It was reported that stent was implanted approximately for one month. According to the complainant, on (B)(6) 2020, during routine follow-up ,it was noticed that the ureteral stent was full of stones and the physician removed it with forceps. It was reported that the stent was still able to drain even encrusted and that the patient underwent regular checkups with the implanted stent. The encrusted stent noticed during a regular checkup and was removed earlier than scheduled. The calcified stent was successfully removed from the patient and no new stent was implanted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.